Event description:
It was reported the pt was unable to communicate with her ipg using the charging system. The sjm rep met with the pt and was unable to communicate with the ipg using external devices. F/u identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.